Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that that their pacemaker clinic reported that their pacemaker showed some "garbled noise" and they "might have a lead loose" and that their device "flipped to a safety mode". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.